Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that probe did not cut during pars plana vitrectomy surgery. Initially, an attempt was made to replace only the vitrectomy probe, but this did not resolve the issue. It was required to replace the cartridge. The vitrectomy probe was able to create suction. There was no information about the patient impact. Additional information provided that there was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probes tip protector in trays with other items was received. Sample one was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Spacer was observed to be broken in pieces. Bottom o-ring was damaged on the inner diameter and the outer diameter. Sample two was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample one: the returned sample was conforming for all functional testing. However, two manufacturing related potential contributor factors were identified, broken spacer and damaged was observed on the ring and cannot be ruled out for the actuation problem as reported. Sample two: the complaint evaluation confirms that probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu (direction for use), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as returned sample one functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring. Sample two, it appears that the observed cut failure was due to excessive use of the probe by the user. Per the dfu (direction for use), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.